Event description:
The customer alleged the audible alarm was intermittently functioning. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the "mega-cpu pcb" and the "conversion pcb." The unit passed extended self testing. It is not verified that an alarm failure happened, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.